Manufacturer narrative:
Section h4: corrected data. Manufacturer's investigation conclusion: the report of a separation of the distal end bend relief of the driveline was confirmed through an onsite evaluation performed by an abbott representative. The center reported that the silastic was pulling away from the metal connector and requested a clamshell repair. No alarms were reported for this event. Abbott technical services performed the clamshell repair on (B)(6) 2020, via work order# (B)(4). The repair was completed successfully without incident. The patient remained stable with no alarms. The patient remains ongoing on heartmate ii left ventricular assist system (hmii lvas), serial number (B)(6), and no additional complaints have been reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 23dec2016. The heartmate ii left ventricular assist system (hmii lvas) instructions for use (IFU), is currently available. Section 4 of this handbook contains information on ¿caring for the driveline.¿ however, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and movement/flexing over time. The hmii lvas patient handbook is also currently available. This handbook discusses damage due to wear and fatigue of the driveline. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the silastic was pulling away from the metal connector. The patient underwent a clamshell repair with no issues reported. The patient remains stable, no alarms, the patient continues to be monitored.